Event description:
It was reported that during a da vinci s total benign hysterectomy procedure a fenestrated bipolar forceps instrument's cable broke. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable was loose at the proximal clevis, crimp was still attached to the cable. The housing was removed and the pitch cable broken at the clamping pulley at the back-end. No other back-end cables were damaged. An additional finding not reported was the back end idler pullies exhibited an orange colored residue. Evidence not conclusive but this could be due to not following cleaning procedures. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.